Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used . The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient experienced mesh erosion, chronic infections and dyspareunia post mesh implantation and removal was done on (B)(6) 2011. (B)(4). Dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.